Event description:
It was reported that the handpiece leaked water from the bottom of the device while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation the handle of the device heated up, but there were no reports of the device leaking. The handpiece will be repaired and returned to the customer. A follow-up report will be submitted if the results of the quality investigation require one.